Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported migration (partial clip movement). The recurrent mr appears to be related to the partial clip movement. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient returned to the hospital and an additional mitraclip was implanted. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was implanted successfully and the procedure was discontinued. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delay was reported. During follow-up, a transthoracic echocardiogram showed that a while the clip remained stable on the leaflets there was further degeneration of the valve and mr returned to grade 4+. The imaging showed that the clip had tilted but remained stable on both leaflets. An additional mitraclip procedure was scheduled. (B)(6) 2025: the patient returned with grade 4+ functional mitral regurgitation (mr) for a secondary mitraclip procedure. During the procedure, a mitraclip xt clip was placed lateral to the initial clip. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was implanted successfully and the procedure was discontinued. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delay was reported. During follow-up, a transthoracic echocardiogram showed that a while the clip remained stable on the leaflets there was further degeneration of the valve and mr returned to grade 4+. The imaging showed that the clip had tilted but remained stable on both leaflets. An additional mitraclip procedure was scheduled. (B)(6) 2025: the patient returned with grade 4+ functional mitral regurgitation (mr) for a secondary mitraclip procedure. During the procedure, a mitraclip xt clip was placed lateral to the initial clip. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.